Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer's pump case clip broke causing the pump to fall and the infusion set to be pulled out. There was no reported adverse impact to the customer's blood glucose level. The customer declined to further troubleshoot the issue with tandem technical support. No additional information was provided.